Event description:
Litigation alleges that patient experienced aches and pain in hip and groin, stiffness, difficulty with activities of daily living, and elevated levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update apr 24. 2017. Asr revision. Pfs and medical records received. In addition to what was previously reported, pfs alleges possible dislocation. After review of medical records for MDR reportability, it was indicated metallosis and thickened synovium. Stem has been added due to high metal ions. No lab results and operative notes provided. Dor was provided. This was updated on apr 25, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.